Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.

Event description:
Customer reported: incidents descriptions: (the health care profesional is describing 3 different issues ocurred with the needles, please evaluate each of them individually)these blood collection systems are giving us a lot of problems. List:- on many occasions the blood does not flow even though we later verify that they are in a vein- although the measurements are the same as the rest of the systems, we have verified that the needles are shorter. Photos are attached- pre-assembled pipe holder is easily disconnected during tube changes.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 06/17/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.